Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 45 mg/dl. The customer treated the low readings with food. The customer stated that his blood glucose have been very low since he started the pump in (B)(6). The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the most recent set change was (B)(6) 2016. The customer was advised to disconnect from the set and remove the reservoir from the pump. The customer stated that the reservoir is showing the same amount of insulin as shown on the status screen. The customer stated that the pump was not exposed to any strong magnetic field. The customer was advised to call back if issues persist.